Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth, and ethnicity not applicable, as there was no patient contact. If implanted, give date: not applicable, as there was no patient contact and the lens was not implanted. If explanted, give date: not applicable, as there was no patient contact and the lens was not implanted. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event and to obtain suspect product for evaluation; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the scrub tech noticed that the haptics on the preloaded intraocular lens (iol) were bent when removing from the package. There was no patient contact. No further information was provided.